Manufacturer narrative:
01/14/2016 01:12 pm (gmt-5:00) added by (B)(4)): the actual service life of the device was not provided to us by the account. However; based on a review of the serial number, the device was found to have been manufactured in 08-2009 which places the age of the device at approximately 6 years, therefore it appears to have been used beyond its serviceable life. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (Hemopro power supply product specification ps1011736 rev ab) (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro power supply was not working. It was not getting any power. The power supply was not used on a case. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2015 02:37 pm (gmt-5:00) added by (B)(6) ((B)(4)): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro power supply was not working. It was not getting any power. The power supply was not used on a case. The hospital did not report any patient effects.